Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately two (2) years post initial procedure (the exact date was not provided), a type 3b endoleak was reported. The patient is asymptomatic. An intervention was completed. The physician elected to implant two (2) infrarenal stent graft extensions to treat this reported event. As of the date of this report, there have been no additional patient sequelae reported. Additional information: during the investigation, the reported type 3b endoleak was refuted, rather it was a type 3a endoleak with component separation.

Manufacturer narrative:
The manufacturing record review did not reveal any issues or deviations that would explain the reported event. The device was not returned as the device remains implanted, therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to refute the reported type 3b endoleak, rather it was a type 3a aortic with component separation as noted in the discharge summary. Procedure related harms, device, user, or anatomy relatedness of this event could not be determined based on medical records/ imaging available to review. The final patient status was reported as stable post the secondary endovascular procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: h6: device code, remove 1504. H6: result code, remove 3233. H6 conclusion code, remove 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately two (2) years post initial procedure (the exact date was not provided), a type 3b endoleak was reported. The patient is asymptomatic. An intervention was completed. The physician elected to implant two (2) infrarenal stent graft extensions to treat this reported event. As of the date of this report, there have been no additional patient sequelae reported.